Event description:
A doctor reported a shiley dct tracheostomy tube with a cuff leak. The tube was discarded and he did not know the lot number. It is not known if the cuff leak was found during pre-test or after insertion on a patient.

Manufacturer narrative:
The tube was discarded and therefore not available for failure investigation. The lot number is unknown. No analysis or conclusions can be drawn without the device or the lot number. A manufacturing CAPA is already in place to address cuff leaks.